Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed no suture was present. The device was removed and at the distal guide (location of the foot) the suture was found to be frayed. There was also some teflon filament and a metal cuff seen at the foot location. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that both cuffs successfully captured the needles during needle deployment; however, while retracting the needle plunger to retrieve the suture, the link broke at the posterior cuff. A link break would result in an unraveled suture knot and subsequent failure to retrieve the suture when retracting the needle plunger. During testing, the plunger was inserted and retracted successfully without any resistance that could contribute to a link break at the posterior cuff. The whole suture was able to be pulled out from the needle slot without any observable resistance that could result in a link break during plunger retraction. Based on the investigation findings, the root cause for the link break at the posterior cuff could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that during the procedure in the left anterior descending (lad) artery, pre-dilatation was performed using a voyager balloon. A 3.0x18 xience v stent was deployed in the proximal lad and a 2.75x12 in the mid lad. A dissection occurred distal to the 2.75x12 stent. A 2.5x12 xience v stent was deployed for treatment of the dissection. There was no reported adverse patient sequela. No additional information has been provided.